Event description:
Facility contact reported that when pulling back on the guidewire during a PICC insertion, it allegedly frayed like "a piece of hair." She reported that the complete guidewire was retrieved from the patient.

Manufacturer narrative:
A lot history review (lhr) is not possible, as no manufacturing lot # has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation.